Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 506 mg/dl at the time of incident. The customer treated with manual injection. The customer's most recent blood glucose was 456 mg/dl. The customer was assisted with 5.0 fill cannula and insulin exited. The reservoir will not be returned for analysis.